Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to high right ventricular (rv) lead pacing thresholds with outputs not optimized. A new crt-p was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.